Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the locking mechanism of the sagittal saw with key device was stiff/stuck, the device failed lid leak tightness test, the bearing was corroded, the device jammed/seized, and the housing was deformed/bent. It was further determined that the device failed pretest for leakage test using bubble emission technique, check the saw blade coupling, check the saw head¿s locking mechanism, check roundness of housing, check for sticky trigger, check function with power module, and check oscillation frequency. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Upon further investigation it was determined that the reported condition of the device failing pre-test for check sticky trigger was reported in error. Therefore, the reported event does not meet the criteria of a reportable complaint as the event is unlikely to cause or contribute to serious injury. Therefore, the initial medwatch report was submitted in error. No further investigation will be performed at this time.